Event description:
The dealer reported that the cmpj on the 3gtq3 power wheelchair in question will jump from drive to drive 2 on its own; the chair will drive in 1 but not any other drive, and the joystick must be turned off and back on for it to drive.